Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 was returned for evaluation. On functional testing, an in-house presto inflation device was used to inflate the balloon, during inflation water was noted streaming from the catheter approximately between the 20 - 30 marker lines of the catheter. Under microscopic examination, a slit was noted the catheter. No other functional testing performed. As the microscopic observations show, the evidence of catheter shaft tear, the investigation is confirmed for the identified catheter shaft tear. However, the investigation is unconfirmed for the reported material hole as no hole was observed on the device. A definitive root cause for the reported material hole and identified catheter shaft tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a hole in it. The procedure was completed using another device. There was no reported patient injury.